Manufacturer narrative:
Product complaint #: (B)(4). Regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Based on the photo provided, it can determine that the embolic coil of the device has a knotted condition. Only the distal part of the device was shown on the pictures. No other damages could be observed. A manufacturing record evaluation was performed for the finished device 30356229 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil -kinked/bent-knotted/in patient¿ was confirmed since the embolic coil could be appreciated knotted, however the exact time when this condition occur could not conclusively determined. The reported condition ¿detachable coil delivery system (dcs) -kinked/bent- impeded with no loss of cerebral target position¿ could not be evaluated based on the picture received.

Event description:
As reported by the field, during a coil embolization, there was no movement in the excelsior10 microcatheter (mc), the 2.5mm x 4.5cm galaxy g3 mini coil (glm925045, 30356229) was tied. There was no patient injury reported. Pictures were provided.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5:additional information received indicated that the procedure was completed by using another coil. Complaint conclusion: as reported by the field, during a coil embolization, there was no movement in the excelsior10 microcatheter (mc), the 2.5mm x 4.5cm galaxy g3 mini coil (glm925045, 30356229) was tied. There was no patient injury reported. Pictures were provided. Additional information received indicated that the procedure was completed by using another coil. The device was not returned for analysis. Based on the photo provided, it was determined that the embolic coil of the device has a knotted condition. Only the distal part of the device was shown on the pictures. No other damages could be observed. A manufacturing record evaluation was performed for the finished device 30356229 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil -kinked/bent-knotted/in patient¿ was confirmed since the embolic coil could be appreciated knotted, however the exact time when this condition occur could not conclusively determined. The reported condition ¿detachable coil delivery system (dcs) -kinked/bent- impeded with no loss of cerebral target position¿ could not be evaluated based on the picture received. Per the instructions for use (IFU), if the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.